Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming attempt. It was also noted that the patients implantable pulse generator (ipg) was not charged and unable to be turned on. The patient underwent a revision procedure where the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned as it was kept by the medical facility.